Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an scs trial procedure on (B)(6) 2023, patient experienced uncomfortable stimulation and her legs appeared to be heavy on movement due to a csf leak. As a result, the trial leads were pulled out to address the issue.

Manufacturer narrative:
H6: health effect - clinical code, health effect - impact code, medical device problem code. It was reported to abbott that a cerebrospinal fluid (csf) leak occurred during a trial procedure. The trial was aborted and the leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.